Event description:
Patient was undergoing a lower anterior resection with resection of proximal rectal stump and creation of end ileostomy when the handle of the device snapped in two pieces. All of the pieces were recovered and there appeared to be no injury to the patient.

Manufacturer narrative:
Where is the device now? For type of device: staple, implantable.

Event description:
Patient was undergoing a lower anterior resection with resection of proximal rectal stump and creation of end ileostomy when the handle of the device snapped in two pieces. All of the pieces were recovered and there appeared to be no injury to the patient.